Event description:
It was reported a patient was complaining of pain in the left side of his face every time device went off. The patient's device impedance was checked, and reported to be within normal limits. It was stated the settings were attempted to be titrated to the next step and it caused face pain. The patient will be going to neurosurgery for a new lead or a possible reposition. No surgical intervention has been reported to date. No additional relevant information has been received to date.

Event description:
Information was received that the patient has undergone lead revision surgery. It was also stated the generator was replaced due to the generator being seen at end of service during surgery when seen to be full pre-operatively (premature end of life event reported in mfg report#: 1644487-2020-00806). The patient's explanted lead has been received into analysis however analysis has not been completed to date. No additional relevant information has been received to date.

Event description:
Lead analysis was completed and reviewed. The lead was returned with no malfunction alleged. During scanning electron microscopy, it was found that areas of the coil strands appears to be melted and re-solidified. What appeared to be spatter was found on the coil surface. Based on the obvious signs of mechanical damage on the coil surfaces, it is possible the thermally damaged coils were exposed to a high temperature device such as a cauterization tool during the explant of the lead. With the exception of the found damage, the condition of the remaining part of the returned portion of the lead is consistent with that which typically exists following an explant procedure. Setscrew marks were found on the lead connector pin which provides evidence that at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed and no other discontinuities were identified. Based on the findings in the product analysis lab, there are no anomalies identified with the returned portions of the device which may have contributed to the allegations of pain. Note that since portions of the lead were not returned for analysis, no comment can be made on these portions of the lead. No additional relevant information has been received to date.